Event description:
The customer reported that after heavy fluoroing, the screen would go blank. The sys was arcing and most likely shutting down. There is no report or pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The x-ray tube was diagnosed as being faulty. No further repair info is available at the time.